Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During the implant procedure of the subject device, a connection issue involving the svc port was incurred. Reportedly while tightening the svc set-screw, clicking of the associated screwdriver was heard, and "the screwdriver idles, both clockwise and counter clockwise", but the lead connector could be removed by pulling. The same behaviour was observed with a new screwdriver. The physician was then able to connect the lead successfully.